Event description:
It was reported by the affiliate that the (2) tvc55 were used during an unk procedure. It was reported that it was impossible to reload the devices; the reloads were not available. The case was completed with another instrument. There was no consequence to the pt.